Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was implanted on (B)(6) 2022. The model number of the pump was synchromed ii (8637-20).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned partial catheter consisted of the proximal segment, pin connector, distal segment, and anchor still attached. The catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Leaking was seen next to the anchor during pressure testing. Analysis identified a kink in the catheter body and also hole in the catheter near the anchor that is consistent with repeated flexing of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6) serial# implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-sep-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving baclofen (2000, dose unknown) via implanted infusion pump. It was reported that the patient became more spastic and the hcp wanted to check the intrathecal catheter. Already for few months it was detected that the spasticity returned. The patient was a young boy, a teenager who had grown in three years very fast. The doctors were asking how fast growth might influence the catheter. During the revision of spinal part of ascenda there was a significant kink of the pump part found on the spot where the pump part was exiting the anchor. It was clearly seen that on the kinking curve of catheter there was a hole. Revision of the spinal part of ascenda has been performed. It was unknown if the issue was resolved at the time of the report. The patient's weight and medical history were unknown. The p atient's status was alive - no injury.